Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient had to frequently charge since the ipg depletes faster than usual. Database analysis revealed that the device appeared to be working as expected. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician could not confirm if there was device malfunction. No further course of action at this time regarding the replacement. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient had to frequently charge since the ipg depletes faster than usual. Database analysis revealed that the device appeared to be working as expected. The patient will undergo an ipg replacement procedure.